Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with customer's pump. The customer's pump had unresponsive buttons. The customer's blood glucose level at the time of incident was 142mg/dl. The customer was advised the pump would be replaced and returned for analysis. The wife states the customer had been hospitalized for low blood glucose levels. The customer had been transported by paramedics. The wife states the customer was off the pump when lows happened. The customer had been off of the pump for less than 48 hours. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All of the buttons functioned properly during our testing. No damage was found on the keypad traces noted during our visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test. The lcd connector was inspected and no anomaly was noted.